Manufacturer narrative:
Due to character limitation, below field is added from e1- event site name-saint tammany parish hospital servi a supplemental report will be submitted upon completion of our investigation

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) had screen issues. There was no patient involvement.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h3, h6 (component code, investigation findings, investigation conclusion, type of investigation), h11. Corrected field: d9. Customer states the issue has been resolved and service is no longer needed.